Event description:
The reporter stated that a device failed a user test then, upon investigating further, observed that the last pt record was of a person being monitored where the ECG went flatline after a service notation. Shortly after, the device was powered down. No pt info or outcome is known.